Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device alert. Alert logged showed on a remote transmission failed. The alert was cleared and the device remains in use. No patient complications have been reported as a result of this event.